Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Unfortunately retention samples were not available for inspection because lot number provided was incorrect. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. The device history records could not be reviewed because lot number provided was incorrect.

Event description:
It was reported that during use with bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tubes the tube overfilled. There was no report of patient or user impact. The following information was provided by the initial reporter, translated from french to english: problem filling up to the top! No stop.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: 217346 was reported, however, this is not a lot# manufactured for this product. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during use with bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tubes the tube overfilled. There was no report of patient or user impact. The following information was provided by the initial reporter, translated from french to english: problem filling up to the top! No stop.